Manufacturer narrative:
Additional information: g3, h3 h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the handle was attached to the returned reload, which exhibited herniated laminates. The firing knobs were advanced to the 60-millimeter (mm) mark, and the articulation knob was in the neutral position. During functional testing, attempts to retract the firing knobs were unsuccessful as they remained advanced. It was reported that after firing, it was extremely difficult to retract the knife blade. The reported issue was confirmed. The most likely cause was traced to the reload. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: egia60axt, egia60axt egia60 artic extra thicksulu, (lot number: n4j1680y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that firing the stapler was completed normally, but it was extremely difficult to retract the knife blade, requiring excessive force. Additionally, in the fully left articulation status, laminates were protruding. No patient complications were reported as a result of this event.